Event description:
A dr reported that a female pt presented to her office with symptoms of eye pain and redness. The pt was diagnosed as having a corneal ulcer located within the central 4mm of the cornea. A culture was not performed and it was unk if it was sterile or infectious. The pt was treated with vigamox and the condition resolved with no permanent decrease in visual acuity.